Event description:
Add'l info received from MFR 12-11-02: the device involved in the reported adverse event has not been returned to MFR for evaluation. However, a request and kit used to return the explanted device were sent to the user facility on december 10, 2002. Upon receipt of the explanted device, a failure analysis will be performed. In the event MFR receives the explanted device, upon completion of co's investigation, a supplemental to this voluntary report will be forwarded using a 3500a form. Also, per an approval letter dated july 8, 1999, mentor is approved for the alternative summary reporting (asr) program (approval number e1999017). Therefore, the co's MFR report for this event will be submitted on the next asr report.

Event description:
This pt was born with large, hairy, congenital nevi that covered their buttocks and proximal thigh areas. In 2002, pt underwent the insertion of tissue expanders to allow for future tumor removal. Thus, the thigh, buttock, and perineal areas were prepped and draped. The insertion was performed in similar fashion on each side of the pt's body. Identical expanders, made by mentor, were used on each side (catalog #350-4303m or 350-43030m, whichever is the correct number). The lot number of the expander used on the left side was #238675, and the lot number of the one used on the right side was #243695. The expanders were soaked in bactracin and checked for leaks prior to placement. Six weeks later, the pt underwent replacement of the tissue expander on the left leg because the expander was found to be leaking completely. The initial incision was reopened, and the expander and port were removed. It was noted to have a hole along the area where the expansive silicon joined the base plate. A new expander was selected, same catalog number (either 350-4303m or 350-43030m, whichever is correct), lot number 243695. It was checked for leaks and deflated. It was placed into the pocket, and the port was sewn into place in the area of the previous port. An appropriate amount of saline was placed into the expander, and the wound was then closed. The pt tolerated the procedure well.